Event description:
The customer reported the device has a button problem. It was clarified that the device could not power on due to a defective switch/knob assembly. There was no report of patient involvement.

Manufacturer narrative:
(B)(4).